Manufacturer narrative:
(B)(4). Follow up report will be filed if additional information becomes available.

Event description:
It was reported by the customer that they placed a peripheral nerve block (pnb) catheter. Our (stimucath) insertion was nice and easy. However, when the stylet was removed the inside of the catheter started to unravel. As a result, the catheter was removed and the block complete. The staff decided not to place another catheter. The outcome of the patient is "fine and perfect." There were no patient complications or delay in therapy reported. No intervention required. Additional information received on 01/20/2011 from the sales representative indicated the doctor stop pulling on the stylet when he realized it was unraveling and removed it along with the catheter. The entire stylet was removed and there were no patient complications or injuries.